Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched and damaged, consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The cause of the reported event was due to damage helix consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the helix inadvertently extended while positioning the right ventricular (rv) lead. The helix was then no longer able to retract nor extend. The rv lead was explanted and replaced to resolve the event. The rotation of the helix was not tested prior to introducing the rv lead into the body of the patient. The patient was in stable condition.